Manufacturer narrative:
The insulin pump was received no button response due to flattened dome switch up arrow button (creased). Unable to performed displacement test due to unresponsive keypad. No unexpected number ramping noted. Pump received with cracked case at the display window corner, cracked reservoir tubelip, scratched lcd window, cracked battery tube threads and stained end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 207 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.